Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the tablet serial cable on 04/08/2015. The cause is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Cause appears to be related to mechanical stress on the cable.

Event description:
A company representatives tablet was giving the message "unable to open port" while attempting use during a case. Troubleshooting did not resolve the issue. Another programming system was obtained so no patients were affected. The company representative was provided a new usb cable and the non-functional usb cable was received for analysis. Analysis is underway, but has not been completed to date.